Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? What were the indications for surgery? What color selection and length were used on the device? How long after the procedure was the dehiscence detected? How was dehiscence addressed? What was the condition of the staple line at end of procedure? Could the staples be seen and were they formed? How many times was the device fired? Was there any radiation or chemotherapy prior to procedure? What was the condition of the tissue when the staples were placed? What is the patient¿s current status? The customer does not want to provide any additional information.

Event description:
It was reported that during an unknown procedure, the physician reported that the device cause ischemia of intestines and dehiscence of staples line on duodenum. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.